Manufacturer narrative:
H.3 evaluation summary: the device tested properly throughout all of the testing after its return. The communication difficulties experienced in the field could not be replicated and the cause of this event was not determined. The device showed normal characteristics.

Event description:
During an attempted implant, it was difficult to induce the pt's heart into a ventricular fibrillation using fibber. When vf was induced, the device appropriately detected and converted the arrhythmia. The staff then decided to use a 9 volt battery to more easily induce another vf. At this point, communication with the device was lost.